Event description:
Aremstar auto a-flex w/sd card device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no reports of serious patient harm or injury, and no medical interventions were required. During the evaluation, the service center visually inspected the device. The inspection discovered that the error log could not be read. Additionally, there was damaged foam that could not be removed from the chassis. As a result, the device was ultimately scrapped at the customer¿s request.further investigation cannot be conducted at this time. If any new information arises, a follow-up report will be provided.